Manufacturer narrative:
D5; h4: information not available. Based upon the inquiry information received, visual examination and functional test, it was confirmed that the reported incident during surgery occurred. The device was examined and would not arm as received. The obturator handle weld was measured and found to be skewed. The obturator handle is welded during the assembly process.

Event description:
It was reported during an unknown procedure the 511s would not arm correctly. It wasn't used on a pt, so another trocar had to have been pulled. There was no consequence to the pt.